Event description:
Related manufacture reference number: 2017865-2022-00040. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator(ICD) and right ventricular lead(rv lead) exhibited post paced t wave oversensing. Programming change were performed for both ICD and rv lead. There were no patient consequences.